Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during testing with a mannequin, the autopulse platform intermittently displayed a "reinsert lifeband" message when the device was stopped after performing a few compressions. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint and an autopulse lifeband (lot #50868) were returned to zoll (B)(4) on 07/13/2015 for investigation. Investigation results are as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. Visual inspection of the returned lifeband was performed and found no visible or physical damages to the device. The lifeband was tested with a test autopulse without any issues. There were no device deficiencies found during evaluation of the lifeband which could have caused or contributed to the customer's reported complaint. Please also note that there were no alleged deficiencies against the autopulse lifeband. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 12 (lifeband not present) messages on (B)(6) 2015, rather than on the reported event date of 05/19/2015. Per the autopulse maintenance guide (p/n 11653-001), ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. This ua 12 message prompts the user to reinstall the lifeband, thus confirming the customer's reported complaint that the platform intermittently displayed a "reinsert lifeband" message. The reported complaint was also duplicated during functional testing. The platform in complaint was returned with an autopulse lifeband already installed onto the device. The platform displayed a ua 12 message when it was powered on for functional testing. The customer's reported complaint was intermittent. Upon opening the encoder cover, it was found that when the lifeband clip was inserted and pushed down, the lifeband clip detect switch was not parallel and was slightly out of place. The switch was readjusted to remedy the issue. After readjustment of the switch, functional testing was continued without any issues. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint that the platform intermittently displayed a "reinsert lifeband" message was confirmed during review of the platform's archive data and was also replicated during functional testing. Review of the archive data found multiple occurrences of ua 12 messages. Per the autopulse maintenance guide (p/n 11653-001), ua 12 is an indication that the autopulse has detected that the lifeband is not properly installed. This ua 12 message prompts the user to reinstall the lifeband. Functional testing determined that the root cause of the reported complaint was due to the lifeband clip detect switch being out of place. After readjustment of the switch, the platform passed all final functional testing.